Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The complaint device not available for analysis. Data logs were reviewed and suction occurred. No positioning issue was seen. Drop in flow was observed as soon as the pump was started, with possible biomaterial ingestion at starting support. Additionally, clinical details confirmed biomaterial observed. The cause of the low pump flow most likely was biomaterial ingestion. As the necessary information was not provided, the root cause of the thrombus was not determined. E.1 added us phone number and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26353. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26353 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name and reporting contact fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26353. H.6 code 4629 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26353 and a new code was added.

Manufacturer narrative:
The impella device will not be returned from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported the patient was on impella cp support and upon start up, there were low pump flows with suction. There were then high flows and high motor current. There was a suspected clot ingestion so the pump was explanted. At explant, there was visible thrombus in outlet, impeller and cannula.